Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: after two brief activations, the third activation triggered a suspected explosion of the resectoscope loop, resulting in extensive burn marks inside the patient's uterine cavity. Following this malfunction, the surgeon switched to an ibs (intrauterine big shaver) system to complete the treatment, along with a subsequent dilation and curettage. Post-procedure visual inspection revealed complete disappearance of the active loop, disconnection on the return electrode side, and no signs of burning at the teflon block connecting the resectoscope loop to the handpiece. The patient is currently in stable condition and has been discharged. The depth of endometrial damage caused by this incident could not be determined. Due to the injury (extensive burn marks) to the patient's uterine cavity, this case is deemed reportable.